Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the handle appeared intact. The device was received with the capsule partially opened. On retraction of the capsule via the rotation of the deployment knob, the original valve deployed without opening due to the presence of dried blood but remained intact.the deployment knob appeared to retract and advance the capsule.the trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact.the device was returned with the end cap/screw gear snap fit connected.delamination was observed over the nitinol reinforcing frame along the distal section and the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. An evolut pro+ valve was successfully loaded onto the delivery catheter system (dcs). On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected and without becoming dislodged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a total of six dislodgements were reported. The valve was recaptured and removed. A non-medtronic was ultimately implanted. Of note, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 18 mm balloon. No adverse patient effects were reported.